Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The field service engineer adjusted the and decontaminated the sample pipettes. A reagent pipette was replaced and adjustments were checked. An air purge and pressure check were performed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for 24 patient samples tested with creatinine plus ver.2 on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The customer noted that the patient creatinine values were high and not in concordance with the clinical status of the patients. The customer then repeated the samples using another reagent pack of the same lot. Refer to the attachment for all patient data.